Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a stone extraction procedure performed on (B)(6) 2009. According to the complainant, after unpacking the device when the basket was opened, the tip connecting the basket wires fell off. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).